Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06june2019. Technical support had the customer review system testing setup. The customer found a leak in the tubing and replaced it. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Customer contacted technical support (ts) stating that unit failed system seal test two (2) and shows a leak and it is impossible to keep a constant pressure. The customer reported there was no patient involvement.